Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. A review of the complaint history identified no similar incidents from this lot. The reported resistance with the guide wire confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, manufacturing engineering reviewed the reported details and returned device analysis and deemed the resistance with the guide wire due to the seal valve to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an neurological interventional procedure using an 8f sheath. Reportedly, the proglide device did not advance/backload over the guidewire. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.